Manufacturer narrative:
The pod was received with cannula deployed. No damages were found on fluid path components and bottom housing that would cause infection at the pod infusion site. The exact cause of the reported infection could not be determined. There was no evidence of blood on the device. No issues were observed during the device inspection that would cause bleeding at the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported by mother that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The pod was removed the day prior to seeking medical attention. The patient was taken to the emergency room (ER) and diagnosed with an infection. Symptoms included bleeding, pus, coughing and a blood glucose level up to 300 mg/dl, presumably due to the infection. The patient was treated with a warm compress, antibiotics and intravenous fluids; an ultrasound was also performed on the infection site. Patient was prescribed antibiotics as well, to be taken 3 times per day for 14 days. Patient was released from ER after 5 hours and mother reported that a new pod was successfully applied to resume treatment.